Event description:
Routine complaint investigation when a consumer reported receiving imprecise back to back readings on the precision qid blood glucose monitor. The values, when plotted on a clarke error grid, fell into the "d" zone, showing the difference in values to be clinically significant. There has been no report of death, series injury or mistreatment.